Event description:
A consumer reported that from the last two years after intraocular lens (iol) implantation, there were some issue with the lens - the lens was foggy. The consumer got lasik done to remove the fog away. According to the consumer the doctors were supposed to put in toric lens. Attempts have been made to obtain additional information by phone, no new information was obtained.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).